Event description:
It was reported that during implant of a pacing lead, while slitting the catheter with an adjustable slitter, the inner wires became exposed and separated from the sheath. The lead stayed in its position and there was no issue with the lead post slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. Slitting did not start on the centerline of the hub of the delivery catheter. The hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The deflection wire of the delivery catheter was exposed at 25 cm from spiral slitting of the delivery catheter shaft. The deflection wire of the delivery catheter was exposed all the way down to the deflection pull band. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.